Manufacturer narrative:
The catheter has been evaluated and a separation was confirmed at approximately 88.3 cm from the distal tip of the catheter. Catheter separated. (B)(4).

Event description:
It was reported that the catheter was found fractured out of the package. The device was not used in the patient.